Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump time and date were intermittently incorrect, cause was unknown. Reportedly, the customer corrected the pump time and date. Customer's blood glucose was 393 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.